Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened, and procedure was aborted, and the case was stopped. A philips remote service engineer (rse) checked the system remotely and confirmed the c-arm does not move. After reviewing the log file rse found a motor assembly error. Upon troubleshooting the local biomed (third party) found power was not present on a connector on the geo io box. To resolve the issue third-party service engineer reset the cable in the geo io box and rebooted the system. After seating of geo io box cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movement was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.